Event description:
This complaint originated from a distributor in (B)(6): the distributor reported a ventilator with a blank screen, while the leds on the user interface module (uim) stayed on. The distributor tested the unit with another cable (gde to uim), however the screen remained blank. They checked the fuse on the trans con assembly board (tca board) and it was correct. There was also no physical damage to the user interface module. This event occurred during pt use, and according to the distributor the ventilator kept ventilating as normal. The pt was transferred to another ventilator. No pt harm reported.

Manufacturer narrative:
Failure analysis: avea user interface module (uim) pn: 16950 sn: (B)(4) was received for investigation. After powering on the screen remained blank and all led¿s were illuminated constantly, duplicating the reported issue. I attempted to upload software but communication would not initiate. Isolated to issue to a corrupted boot loader, not a workmanship issue, in software version 4.6 (pn: 26310-001 rev a). Re-loading the boot loader program corrected the current state of a blank screen condition. I then uploaded software version 4.6b and communication is good and user interface module (uim) boots-up completely and no further anomalies were found after cycling for over 30 minutes and after multiple cycles of power. Findings/root-cause: duplicated and isolated the reported problem to a corrupted bootloader. This is a known issue and carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Manufacturer narrative:
Carefusion technical support shipped the distributor a replacement user interface module. A return goods authorization (rga) number was also issued for the return of the alleged faulty gas delivery engine for eval. As of july 9, 2015, carefusion has not received the alleged faulty user interface module.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA.